Event description:
Verbatim: the needle itself is sharp but the catheter itself is not smooth and meets resistance when it comes in contact with the skin. It is very painful for the patient. The catheters itself is weak and bends easily. You cannot float the catheter. When a patient is a difficult stick, you have a very difficult time knowing if you are in the vein. When you start the fluids you will know you are not in when you see the infiltrate. It is delays time with getting the patient ready. You have to use more actual jelcos overall. You have to give the patient and additional stick for accuchecks since we can no longer use the hub of the jelco. So we are using more product and it is an additional stick for the patient. It is also more difficult to draw labs, you have to do an additional stick and use another product to draw.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. G.4. K201075; k251654 as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the data collected for identification of emerging trends.